Event description:
On (B)(6) 2011 a vns treating physician reported that the vns patient has high impedance. The patient stated that in the past couple of months he has been noticing that when he swipes his magnet he doesn't feel the "tickle" he normally feels. There has been no trauma. The physician has referred the patient for a full revision surgery. The patient's settings were output=2.5ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=2.75ma/magnet on time=60sec/magnet pulse width=250usec. A battery life calculation was performed which showed 0.41 years until eri=yes. Although surgery is likely, it has not yet occurred. No further information regarding the high impedance has been received from the physician to date.

Event description:
Additional information was received on (B)(6) 2012 when it was discovered that the vns patient had a full revision surgery on (B)(6) 2012. The generator had been replaced for prophylactic reasons and the leads were replaced due to high impedance. The lead impedance after surgery was reported to be within normal limits. The explanted lead and generator were returned to the manufacturer for product analysis on (B)(6) 2012 that has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012 when it was discovered that the vns patient was scheduled for surgery on (B)(6) 2011 but it was cancelled because the patient had something to drink. The surgery will be rescheduled. The patient was last seen by the physician on (B)(6) 2011 and this was when the high impedance was first observed. A system diagnostics test showed results of lead impedance=high/near end of service=no. The patient's device was then disabled that day due to the high impedance. Although surgery is likely it has not yet occurred.

Event description:
Additional information was received on (B)(6) 2012 when the physician reported that no x-rays had been taken by the physician. The patient has been scheduled for a full revision surgery in (B)(6) 2012.

Event description:
Additional information was received on (B)(4) 2012, when product analysis was completed on the section of the lead assembly that was returned. The lead's electrodes were not returned for evaluation. Scanning electron microscopy images of the pin shows that pitting or electro-etching conditions have occurred on the connector pin at the region where the reddish-brown deposits were noted. An energy dispersive spectrometry analysis performed on a sample of the reddish-brown deposits identified fe, cr, ni, p, mo, na, si, and ca as the composition for the substance. The higher percentage of iron in this sample suggests oxidation may have occurred. Since a portion of the lead, including the electrode array, was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Product analysis on the generator was completed on (B)(4) 2012. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Magnet activations performed at the bench (at a distance of one-inch, spacer block, from generator) demonstrate the appropriate magnet output for the programmed settings. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications; there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.